Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell and the ipg moved in her pocket. The ipg was causing her discomfort. The patient underwent surgical intervention to replace and move the ipg.